Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the threads of the plate were stripped/damaged. Around half of the plate had chipped on both sides. -functional testing was not performed due to the damage to the device. Per surgical technique, lt1-00013-en - plantar lapidus plate - place the plate plantar on the tmt joint over the tibialis anterior tendon. You may use the drill guide as a joystick. Make sure the plate is properly fit to the bone. Note: do not place the plate too far proximal and be careful to respect the navicular bone. A slight gap between the step of the plate and the proximal metatarsal will be eliminated when tightening the compression screw. Optional: place the aiming guide on the plate by inserting the small pin on the lower side of the aiming guide into the distal screw head. Thread the aiming guide fixation screw into the plantar proximal locking screw hole of the plate. The aiming guide provides defined placement of the compression screw at the best angle through the medial cuneiform and prevents interfering with locking screws. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique, excessive force being used, misaligned insertion and/or improper bone preparation.

Event description:
It was reported that during the lapidus procedure, the screws spun around in the pre-drilled hole in the plate and slipped out. As a result, the screws and the plate could not be used for fixation. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.